Event description:
The pt was admitted to the hosp for removal and replacement of bilateral silicone breast implants and associated capsules secondary to rupture of the left silicone breast implant. These breast implants had been placed 20 yrs ago. The MFR is unk. The pt authorized the hosp to dispose of her surgically removed breast implants.